Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator showed low pip (peak inspiratory pressure), low ve (minute ventilation) , xdcr fault, (transducer fault)¿ alarm continuously. There was no patient involved in this reported event.